Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient went to hospital for a normal follow up. Upon interrogation, non-sustained lead noise due to qrs double counting was observed programming changes were made to device. Patient condition was good after event.